Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) prematurely reached middle of life 2 (mol2) status. While the device remains implanted, analysis of a data disk confirmed the premature depletion, the cause of which is unknown. This device is not included in any advisories. Also, the physician was dissatisfied with device longevity. No adverse patient effects were reported.

Manufacturer narrative:
This device was removed, replaced and returned for analysis. Device analysis results upon receipt at our post market quality assurance laboratory, technicians confirmed the clinical observations of premature battery depletion. An x-ray of the device did not reveal any irregularities inside the device. The titanium case was opened and visual inspection revealed no abnormalities. The device passed all tests and operated normally. The battery was submitted for additional testing. A visual inspection noted no swelling, no electrolyte leaks, and no visible damage. A review of x-ray images showed no internal damage to the cell. The analysis performed on the battery showed no indication of an internal short that would cause the battery voltage to drop suddenly during its lifetime. All steps in the battery analysis indicated the battery was not internally shorted. The drop in battery voltage was confirmed in the memory log. However, despite exhaustive testing, the cause of the battery voltage drop could not be determined as the device operated normally during analysis.